Event description:
It was reported that during the procedure to treat a slight rupture of an arteriovenous fistula, a non-abbott dilatation catheter was advanced and inflated to low pressure to treat the rupture. The physician then advanced a 10 x 60 mm absolute pro stent system and the stent was deployed with good results; however, it was noted on angiography that two stent struts appeared to be broken, but still attached to the stent. No other intervention was performed as the physician was satisfied with the procedure results. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: boston starter 150. Sheath: terumo 7f. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices or anatomy. During production all absolute pro stents are 100% visually inspected for stent damage (both internally and externally), 100% dimensionally measured, and 100% radial force tested. Cine of the procedure was returned and reviewed by an abbott clinical specialist. Scene 2 shows a narrowing in the left mid brachial artery from which location an arteriovenous fistula is present. In scene 6 the narrowing has diminished but there is a small extravasation in the distal lesioned area (distal from the brachial introducer). Scene 7 shows the extravasation has resolved but there is a new small extravasation just above the site of the fistula. Scene 9 shows a deployed stent. In the mid portion of the stent there is a definite strut(s) fracture. The images confirm the incident description and fracture of stent strut(s). It may be possible that anatomical conditions contributed to the fracture; however, this could not be confirmed and a conclusive cause could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.